Manufacturer narrative:
Continued e1: mobile phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed via MRI and ultrasound. Healthcare professional later reported via MRI "subcapsular lines, indicating intracapsular rupture" and via us parallel lines in "step ladder," finding compatible with intracapsular rupture". This record is for the left side. Device remains implanted.